Manufacturer narrative:
(B)(4). Multiple attempts to obtain additional information were not successful. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI (B)(4). Multiple attempts to obtain additional information were not successful. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI: unknown. Gtin: (B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or other relevant information, a follow-up report will be submitted.

Event description:
It was reported from biomarin that after implantation and infusion of the study drug, the patient developed an infection involving the codman rickham device and the device was revised. On an unreported date, the patient initiated treatment with brineura (300 milligram, qw, icv) for the indication of neuronal ceroid lipofuscinosis. On an unreported date, the patient was implanted with an unspecified codman icv. The patient's brineura infusion was administered. Later in the evening, the patient developed a fever of 38 degrees celsius. A cerebrospinal fluid culture was positive for staphylococcus capitis confirming a bacterial infection of the patient's icv reservoir (device related infection). The patient was subsequently hospitalized. On (B)(6) 2018, the patient's icv device was removed. Treatment for the event included vancomycin and cefepime. On (B)(6) 2018, the patient's received a new icv. The outcome of the event was reported as recovered/resolved on an unreported date. The reporter assessed the event of device related infection as not related to treatment with brineura. No other etiological factors were reported. The reporter assessed the event of device related infection as related to the icv device. Other possible etiological factors included an infection due to accessing the devices. No further information is available.